Manufacturer narrative:
Visual inspection; functional inspection; device history review; complaint history review; risk assessment; the device was confirmed visually to have a fractured tip. No relevant manufacturing issues were identified as all released units met stryker specifications. The probable root cause is normal wear.

Event description:
It was reported that; case was removal. Surgeon was using screw extractor with inner draw rod when inner draw rod snapped inside of the screw he was trying to remove. It was very obvious that the inner rod had broken off. No replacement device was used, he was able to get screw out just using the screw extractor without inner draw rod. Revision surgery, removed to put a new plate, preference of doctor no reason.

Event description:
It was reported that; case was removal. Surgeon was using screw extractor with inner draw rod when inner draw rod snapped inside of the screw he was trying to remove. It was very obvious that the inner rod had broken off. No replacement device was used, he was able to get screw out just using the screw extractor without inner draw rod. Revision surgery, removed to put a new plate, preference of doctor no reason.